Event description:
The facility reported an infusor pump with a "broken bottom clamp". The event was reported to have occurred upon power up. This event occurred in the anesthesia department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with malfunction of "broken bottom clamp" was confirmed during device evaluation. The cause of the problem was physical damage to the syringe holder assembly. Service replaced the syringe holder assembly to fix the problem.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.